Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-58 lead; 457453 lead. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a set screw problem leading to improper pacing. The left ventricular (lv) lead had dislodged and an impedance alert was triggered for the right atrial (ra) lead. The left ventricular (lv) lead was repositioned. Again the left ventricular (lv) lead dislodged post-procedure. The patient's system was removed and replaced. No patient complications have been reported as a result of this event. The patient is enrolled in the adapt response clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.